Event description:
It was reported that a patient underwent a kyphoplasty procedure on (B)(6) 2005. It was said that the patient was in poor health. The procedure was done under local/conscious sedation. The patient suffered a respiratory arrest and the procedure had to be stopped before the bone cement was delivered. They deflated and removed the balloon and cannula. The patient was flipped and resuscitated. The patient was stabilized and released from the hospital. No additional information was reported.

Manufacturer narrative:
Method, device not returned, follow-up with company representative.